Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The device sensing vector has now been reprogrammed from secondary to the alternate vector. Also, the shock impedance was low at 18 ohms. With low intrinsic amplitudes and low impedances, technical services advised to check for product migration. There were no additional adverse patient effects.